Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the tiemann catheter was more round than usual. The patient experienced pain while using the catheter. No patient injury was reported.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. The sample was received opened and with the original packaging. The sample was in good condition. Visual observation noted the indicator dot was not in alignment with the coude curve and the tip was rounded, and somewhat bulbous. The device was measured using a french gauge and the widest portion of the tip measured 15 fr. The shaft of the catheter was measured 17 fr. Which falls with in the permissible french size of +/- 1 fr of the intended french size. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands."

Event description:
It was reported that the tip of the tiemann catheter was more round than usual. The patient experienced pain while using the catheter. No patient injury was reported.